Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/20/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined the issue is related to the mobile application. No additional patient or event information is available. Data was provided for investigation but does not reflect the alleged device or issue. Confirmation of the complaint could not be determined. The root cause could not be determined via data.

Manufacturer narrative:
Sr-(B)(4).

Event description:
Dexcom was made aware on (B)(4)/2018, that on (B)(4)/2018, a loss of connection occurred.